Event description:
(B)(4). Event occurred in the united states. The patient reported that while doing some outdoor work, the infusion set's tubing came apart from the site location. Reportedly, the patient's blood glucose was 147 mg/dl in the morning around 8 am and 85 mg/dl after few hours. The site was left side of stomach and the pump was in the right pocket. The infusion was used for less than 48 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient stated that there was stress or pull on the tubing while doing some outdoor activity. No further information available.